Event description:
On (B)(6) 2007, the pt had a divided ringed gastric bypass with jejunal interposition and 150 cm roux-en-y gastrojejunostomy and a cholecystectomy, truncal vagotomy, needle biopsy of the liver x2, and surgisis ablock wound closure per research protocol. The pt had postoperative complication of a gi bleed and transient obstruction with dilatation of the distal stomach remnant. In (B)(6) 2007, the pt had cellulitis of the abdominal incision, was placed on antibiotics, and the abdominal incision proceeded to heal nicely. Over the next sixteen months, the pt had multiple emergency room visits related to abdominal pain high in the epigastric region, nausea and vomiting, inability to tolerate food and at times water by mouth, and diarrhea. Many endoscopies, CT scans, and blood lab work returned no abnormalities and explanation for her symptoms. Pt received frequent home health visits for IV fluids and antiemetic medicine. On (B)(6) 2009 pt had a laparotomy, subtotal gastrectomy, lysis of significant upper abdominal adhesions and an incidental splenectomy. The preoperative diagnosis was recurrent abdominal pain with probably obstruction of the biliopancreatic limb with secondary distention of the lower stomach. As of (B)(6) 2011, it appears the pt has continued a course of emergency room visits for abdominal pain and nausea and vomiting. Again, multiple endoscopies and exams were normal. The pt did have an egd with anastomosis dilatation in (B)(6) 2011.

Manufacturer narrative:
Device not returned for evaluation. During a reoperation for a suspected obstruction, it was discovered that the device had not remodeled as intended after being implanted for (B)(6) months. The histopathology report showed an acellular implant with focal neovascularization and chronic inflammation. Although the device failed to perform as intended, it is not believed that this failure was in any way related to the possible obstruction. Small bowel obstruction is a possible complication of the original roux-en-y surgery.